Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Rec¿d 08aug14, left hip; ae/altr. Mild severity, not serious, definitely device related and definitely not procedure related. Treatment: none, possibly revision surgery required. Update 6 jan 2015 - updated der rcvd. Ae/altr worsening of event reported in (B)(6) 2014 folder. Mild severity, serious, definitely device related and definitely not procedure related. Treatment: revision and end of study. Revision/failed asr, left hip. Cup & head removed, revised to coc. Chromium = 2.94 ng/ml and cobalt = 12.76 ng/ml on whole blood, drawn (B)(6) 2014. Updated dor and added expiry dates to all products.